Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection vancomycin (2grams, frequency and route not reported) and injection fortum (1gram, frequency and route not reported) for the event. At the time of this report the patient was reported to be recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).